Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was received for visual inspection, no haptic damages were observed. The lens was also inspected at 10x microscope magnification (black and white background). No cosmetic defect such as scratches or depression marks was detected. Residues of viscoelastic (ovd) were observed on the leading haptic and lens edge. Also, loose particles were observed on the lens optic body compatible with handling the lens out of the sterile environment. The sample was observed with the characteristic of zmb00 as a circular zone across the optic was detected .this indicates that the lens is a zmb00 model. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that a patient was unhappy with the intraocular lens (iol) that was implanted in her left eye in (B)(6) 2013 due to halos and glare both day and night time. The initial report indicated that the iol would be explanted. In follow up received on (B)(4) 2014, it was reported that the iol was explanted. The patient was reported to be doing fine after the explant. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.